Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the lens spurt out and the patient experienced a posterior capsule rent. The iol was explanted and a sulcus lens was implanted to complete the procedure.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint could not be confirmed. Iol returned positioned incorrectly in the iol case, the iol is caught in the lens case locking mechanism resulting in gross optic and haptic damage. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned. The optic is torn/split-cut and scratched/marked-rejectable. A cartridge was returned in the opened pouch. The cartridge has no sign of use. There is no viscoelastic. There is no evidence the cartridge was placed into a handpiece. There is no damage. This cartridge was not used to delivery the reported complaint iol. No root cause identified as the reported complaint could not be confirmed. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).